Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device after a balloon angioplasty of the aortic valve interventional procedure, using a 10f sheath. Reportedly, continuous blood flow through the marker lumen was not achieved. The physician continued to advance the device which caused a widening of the arteriotomy to greater than 12f. Three perclose proglide devices were successfully deployed, but hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure. The physician is reportedly in-training in the use of the prostarxl device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates the physician is trained in use of the proglide device. No additional information is available.

Manufacturer narrative:
(B)(4). Physician is trained in use of the device it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that the arteriotomy was 12f. The instructions for use states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): arteriotomy was 12f. Per the instructions for use - the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. The customer reported the device was discarded. A follow up report will be submitted with all additional information. The other prostar xl and two proglide devices that were are being filed under a separate medwatch MFR numbers.